Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion originated in the left main (lm) artery and extended distally into the circumflex artery. There was an additional lesion in the left anterior descending (lad) artery that was first treated via balloon angioplasty and stent deployment. A csi viperwire guide was then advanced across the lesion in the lm/circumflex artery and the oad was loaded onto it. The physician performed two runs at low speed and one run at high speed to treat the lesion. Post-atherectomy angiography revealed a perforation in the lm/circumflex artery. Additional angiography revealed that the guide wire was subintimal during atherectomy. The physician deployed two stents and successfully resolved the perforation. However, the stents were deforming the previously placed stent in the lad. At this point, a cardiothoracic surgeon was consulted and additional endovascular intervention was performed. The patient status remained stable throughout the procedure and both lesions were successfully treated at the conclusion of the intervention.

Manufacturer narrative:
The oad was returned with the guide wire engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. Examination of the crown and shaft in the area of adhered tissue did not reveal any damage that would have contributed to the accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The initial visual and tactile examination of the exposed sections of the guide wire did not reveal any damage. Further examination revealed that the spring tip remained intact and undamaged. Biological material was observed on the shaft of the guide wire just proximal to the spring tip. Examination in the area of adhered tissue did not reveal any damage that would have contributed to the accumulation. The guide wire was removed distally from the oad without resistance. Examination of the remaining section of the guide wire did not reveal any damage. The returned 0.012" guide wire was then loaded through the handle assembly and passed through without resistance. The oad was then tested using an in-house saline pump. When tested, the oad spun at low and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).